Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the right atrial lead (ra) exhibited noise that was oversensed by the device. No intervention was performed. The patient condition was unknown.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the right atrial lead (ra) exhibited noise that was oversensed by the device. No intervention was performed. The patient condition was unknown.